Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly the customer reset the pump and was able to resume insulin delivery. Customer's blood glucose level was not impacted by the event.